Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display was not stable in the foley catheter after using several times.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, however, could not be evaluated for the reported failure. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The device was used for diagnostic purposes. A DHR review cannot be completed as the lot number is unknown. The instructions for use were found adequate and state the following: the label currently states " for use with bard temperature-sensing products and accessories". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the temperature display was not stable in the temperature sensing foley catheter after using several times. Per notification received from investigator on 12jan2023, it was stated that the cable measurements were found to be out of specification during evaluation.